Event description:
The hcp reported refilling a 40 ml pump. The expected volume was 6 ml and they aspirated 15 ml. The accuracy was calculated to be 26.47%. No motor stall message with the programmer was reported. A follow up report will be sent if additional information is received.